Event description:
Information received from a nursecomm call as follows: caller stated that pump was able to prime, but nothing came out when it set to run. Troubleshooting has been provided without being resolved. Caller was instructed to call provider to switch out the pump. Caller was also recommended to have the delivery person demonstrate how to set up pump and make sure that the pump is functioning correctly. Rate and dosage provided were 80 ml/hr and 937 ml. There was no patient impact reported.

Manufacturer narrative:
Contact attempts were made to obtain further information without response from the customer. Device was not returned. Complaint could not be duplicated.